Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before surgery, the system completely locked up. There was no system advisory.

Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The company service representative observed that the system froze intermittently, and that none of the touch buttons on the screen responded. The nonconforming display interface printed circuit board (pcb) was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming display interface printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).